Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium/ migration of essure device (location of device: right side essure embedded in wall of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrium balloon ablation performed concomitanly with essure / had an ablation done at the same time as the essure". The patient's past medical history included ovarian cystectomy, inguinal hernia and hernia repair. Previously administered products included for an unreported indication: yaz, loratab and morphine. Past adverse reactions to the above products included hypersensitivity with loratab and morphine. Concurrent conditions included body mass index normal, nerve pain since 2008, right inguinal hernia since 2006, uterine bleeding, menorrhagia, polycystic ovarian syndrome and androgenic alopecia. Concomitant products included amitriptyline since 2009, atenolol from 2016 to 2017, azelastine since 2016, ciclosporin (restasis) since 2009, ibuprofen since 2008, ketorolac tromethamine (toradol), lidocaine (lidoderm), mometasone furoate (nasonex), omeprazole since 2016, oxycodone hydrochloride (roxicodone), oxycodone since 2016, paracetamol (tylenol), spironolactone from 2007 to 2011 and trazodone from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 3 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("severe headaches"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuation / weight gain / loss") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2016, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced rash ("rashes and itching on her head, arms, back and stomach"), procedural headache ("severe headaches post-operatively") and procedural nausea ("severe nausea post-operatively"). On an unknown date, the patient experienced uterine pain ("uterine pain even when not menstruating"), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain "), dysgeusia ("metallic taste in mouth"), the first episode of abdominal distension ("abdominal bloating, even when not menstruating / abdominal distention"), myalgia ("generalized muscle aches and pain"), malaise ("general malaise"), mood swings ("mood swings"), feeling abnormal ("brain fog"), flatulence ("intestinal gas / severe gas"), abdominal discomfort ("burning in her abdominal "), anxiety ("anxiety"), skin irritation ("skin irritation"), pruritus ("rashes and itching on her head, arms, back and stomach"), erythema ("redness"), mass ("bumps"), dry skin ("dryness"), rash erythematous ("patches resembling burn marks"), alopecia ("worsening of hair loss / hair loss"), fatigue ("chronic fatigue"), the first episode of uterine leiomyoma ("development of uterine fibroids"), uterine cyst ("development of uterine cysts"), vision blurred ("blurred vision"), hypoglycaemia ("hypoglycemia"), vulval disorder ("labial lesion"), genital haemorrhage (seriousness criterion medically significant), the second episode of uterine leiomyoma ("fibroids"), vomiting ("vomiting") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, uterine pain, abdominal pain, abdominal pain lower, dysgeusia, myalgia, malaise, mood swings, feeling abnormal, flatulence, nausea, abdominal discomfort, migraine, headache, vaginal infection, dyspareunia, anxiety, skin irritation, rash, pruritus, erythema, mass, dry skin, rash erythematous, alopecia, fatigue, weight fluctuation, uterine cyst, vision blurred, hypoglycaemia, procedural headache, procedural nausea and vulval disorder outcome was unknown and the hormone level abnormal, genital haemorrhage, cystitis, urinary tract infection, the last episode of uterine leiomyoma, allergy to metals, dysmenorrhoea, vomiting and the last episode of abdominal distension had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, cystitis, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, malaise, mass, migraine, mood swings, myalgia, nausea, procedural headache, procedural nausea, pruritus, rash, rash erythematous, skin irritation, urinary tract infection, uterine cyst, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulval disorder, weight fluctuation, the first episode of abdominal distension, the first episode of uterine leiomyoma, the second episode of abdominal distension and the second episode of uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2016, the consumer was admitted to the emergency room (ER) at with symptoms of heavy vaginal bleeding, as well as severe burning and stabbing pain within her abdomen and pelvis. Apart from the post-operative complications, since her removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram": on (B)(6) 2010: full occlusion of fallopian tubes. (B)(6) 2016: transvaginal ultrasound: one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal infection, abdominal pain, genital haemorrhage, medical device monitoring error. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Events per mr: "endometrium balloon ablation performed concomitanly with essure / had an ablation done at the same time as the essure" was added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium/ migration of essure device (location of device: right side essure embedded in wall of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, nerve pain since 2008 and right inguinal hernia since 2006. Concomitant products included amitriptyline since 2009, atenolol from 2016 to 2017, azelastine since 2016, ciclosporin (restasis) since 2009, ibuprofen since 2008, lidocaine (lidoderm), mometasone furoate (nasonex), omeprazole since 2016, oxycodone since 2016, spironolactone from 2007 to 2011 and trazodone from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 3 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("severe headaches"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuation / weight gain / loss") and allergy to metals ("nickel allergy"). On 4-sep-2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2016, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced rash ("rashes and itching on her head, arms, back and stomach"), procedural headache ("severe headaches post-operatively") and procedural nausea ("severe nausea post-operatively"). On an unknown date, the patient experienced uterine pain ("uterine pain even when not menstruating"), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain "), dysgeusia ("metallic taste in mouth"), the first episode of abdominal distension ("abdominal bloating, even when not menstruating / abdominal distention"), myalgia ("generalized muscle aches and pain"), malaise ("general malaise"), mood swings ("mood swings"), feeling abnormal ("brain fog"), flatulence ("intestinal gas / severe gas"), abdominal discomfort ("burning in her abdominal "), anxiety ("anxiety"), skin irritation ("skin irritation"), pruritus ("rashes and itching on her head, arms, back and stomach"), erythema ("redness"), mass ("bumps"), dry skin ("dryness"), rash erythematous ("patches resembling burn marks"), alopecia ("worsening of hair loss / hair loss"), fatigue ("chronic fatigue"), the first episode of uterine leiomyoma ("development of uterine fibroids"), uterine cyst ("development of uterine cysts"), vision blurred ("blurred vision"), hypoglycaemia ("hypoglycemia"), vulval disorder ("labial lesion"), genital haemorrhage (seriousness criterion medically significant), the second episode of uterine leiomyoma ("fibroids"), vomiting ("vomiting") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, vaginal haemorrhage, uterine pain, abdominal pain, abdominal pain lower, dysgeusia, myalgia, malaise, mood swings, feeling abnormal, flatulence, nausea, abdominal discomfort, migraine, headache, vaginal infection, dyspareunia, anxiety, skin irritation, rash, pruritus, erythema, mass, dry skin, rash erythematous, alopecia, fatigue, weight fluctuation, uterine cyst, vision blurred, hypoglycaemia, procedural headache, procedural nausea and vulval disorder outcome was unknown and the hormone level abnormal, genital haemorrhage, cystitis, urinary tract infection, the last episode of uterine leiomyoma, allergy to metals, dysmenorrhoea, vomiting and the last episode of abdominal distension had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, cystitis, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, malaise, mass, migraine, mood swings, myalgia, nausea, procedural headache, procedural nausea, pruritus, rash, rash erythematous, skin irritation, urinary tract infection, uterine cyst, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulval disorder, weight fluctuation, the first episode of abdominal distension, the first episode of uterine leiomyoma, the second episode of abdominal distension and the second episode of uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2016, the consumer was admitted to the emergency room (ER) at with symptoms of heavy vaginal bleeding, as well as severe burning and stabbing pain within her abdomen and pelvis. Apart from the post-operative complications, since her removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes. (B)(6) 2016 - transvaginal ultrasound: one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium. Most recent follow-up information incorporated above includes: pfs received, reporter added, patient's concurrent condition added, concomitant drug added, lot number received, events added as : hormone level abnormal, genital haemorrhage, cystitis, urinary tract infection, uterine leiomyma, allergy to metal, dysmenorrhoea, vomitting, abdominal distension. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium/ migration of essure device (location of device: right side essure embedded in wall of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrium balloon ablation performed concomitanly with essure / had an ablation done at the same time as the essure". The patient's past medical history included ovarian cystectomy, inguinal hernia and hernia repair. Previously administered products included for an unreported indication: yaz, loratab and morphine. Past adverse reactions to the above products included hypersensitivity with loratab and morphine. Concurrent conditions included body mass index normal, nerve pain since 2008, right inguinal hernia since 2006, uterine bleeding, menorrhagia, polycystic ovarian syndrome, androgenic alopecia, nerve pain, inguinal hernia and hair loss. Concomitant products included amitriptyline since 2009, atenolol from 2016 to 2017, azelastine since 2016, ciclosporin (restasis) since 2009, dapsone, desloratadine, epinephrine (epipen) since 2009, esomeprazole magnesium (nexium), fentanyl from 2008 to 2011, gabapentin since 2009, ibuprofen since 2008, ketorolac tromethamine (toradol), lidocaine (lidoderm), minoxidil, mometasone furoate (nasonex), normensal (ortho-novum) from 9-nov-2008 to 12-nov-2009, omeprazole since 2016, oxycodone hydrochloride (roxicodone), oxycodone since 2016, paracetamol (tylenol), spironolactone from 2007 to 2011 and trazodone from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 3 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("severe headaches"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuation / weight gain / loss") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal haemorrhage ("heavy vaginal bleeding"). On (B)(6) 2016, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced rash ("rashes and itching on her head, arms, back and stomach"), procedural headache ("severe headaches post-operatively") and procedural nausea ("severe nausea post-operatively"). On an unknown date, the patient experienced uterine pain ("uterine pain even when not menstruating"), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain "), dysgeusia ("metallic taste in mouth"), the first episode of abdominal distension ("abdominal bloating, even when not menstruating / abdominal distention"), myalgia ("generalized muscle aches and pain"), malaise ("general malaise"), mood swings ("mood swings"), feeling abnormal ("brain fog"), flatulence ("intestinal gas / severe gas"), abdominal discomfort ("burning in her abdominal "), anxiety ("anxiety"), skin irritation ("skin irritation"), pruritus ("rashes and itching on her head, arms, back and stomach"), erythema ("redness"), mass ("bumps"), dry skin ("dryness"), rash erythematous ("patches resembling burn marks"), alopecia ("worsening of hair loss / hair loss"), fatigue ("chronic fatigue"), the first episode of uterine leiomyoma ("development of uterine fibroids"), uterine cyst ("development of uterine cysts"), vision blurred ("blurred vision"), hypoglycaemia ("hypoglycemia"), vulval disorder ("labial lesion"), genital haemorrhage (seriousness criterion medically significant), the second episode of uterine leiomyoma ("fibroids"), vomiting ("vomiting") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine pain, abdominal pain, abdominal pain lower, dysgeusia, myalgia, malaise, mood swings, feeling abnormal, flatulence, nausea, abdominal discomfort, migraine, headache, vaginal infection, dyspareunia, anxiety, skin irritation, rash, pruritus, erythema, mass, dry skin, rash erythematous, alopecia, fatigue, weight fluctuation, uterine cyst, vision blurred, hypoglycaemia, procedural headache, procedural nausea and vulval disorder outcome was unknown, the vaginal haemorrhage had resolved and the hormone level abnormal, genital haemorrhage, cystitis, urinary tract infection, the last episode of uterine leiomyoma, allergy to metals, dysmenorrhoea, vomiting and the last episode of abdominal distension had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, cystitis, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, malaise, mass, migraine, mood swings, myalgia, nausea, procedural headache, procedural nausea, pruritus, rash, rash erythematous, skin irritation, urinary tract infection, uterine cyst, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulval disorder, weight fluctuation, the first episode of abdominal distension, the first episode of uterine leiomyoma, the second episode of abdominal distension and the second episode of uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2016, the consumer was admitted to the emergency room (ER) at with symptoms of heavy vaginal bleeding, as well as severe burning and stabbing pain within her abdomen and pelvis. Apart from the post-operative complications, since her removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: full occlusion of fallopian tubes . (B)(6) 2016 - transvaginal ultrasound: one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal infection, abdominal pain, genital haemorrhage, medical device monitoring error. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Outcome for vaginal bleeding was recovered. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium/ migration of essure device (location of device: right side essure embedded in wall of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrium balloon ablation performed concomitanly with essure / had an ablation done at the same time as the essure". The patient's medical history included ovarian cystectomy, inguinal hernia and hernia repair. Previously administered products included for birth control: yaz from 2004 to (B)(6) 2008; for an unreported indication: loratab and morphine. Past adverse reactions to the above products included hypersensitivity with loratab and morphine. Concurrent conditions included body mass index normal, nerve pain since 2008, right inguinal hernia since 2006, uterine bleeding, menorrhagia, polycystic ovarian syndrome, androgenic alopecia, nerve pain, inguinal hernia and hair loss. Concomitant products included amitriptyline since 2009, atenolol from 2016 to 2017, azelastine since 2016, ciclosporin (restasis) since 2009, dapsone, desloratadine, epinephrine (epipen) since 2009, esomeprazole, fentanyl from 2008 to 2011, gabapentin since 2009, ibuprofen since 2008, ketorolac tromethamine (toradol), lidocaine (lidoderm), minoxidil, mometasone furoate (nasonex), normensal (ortho-novum) from (B)(6) 2008 to (B)(6) 2009, omeprazole since 2016, oxycodone hydrochloride (roxicodone), oxycodone since 2016, paracetamol (tylenol), spironolactone from 2007 to 2011 and trazodone from 2008 to 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced migraine ("migraines"), dyspareunia ("painful intercourse") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight fluctuation / weight gain / loss/weight gain"), 2 months 3 days after insertion of essure. On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced feeling abnormal ("brain fog") and headache ("severe headaches"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("heavy vaginal bleeding"), the first episode of abdominal distension ("abdominal bloating, even when not menstruating / abdominal distention"), hot flush ("hot flashes"), metrorrhagia ("breakthrough bleeding") and genital injury ("shredded fallopian tube"). On (B)(6) 2016, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient was found to have hormone level abnormal ("hormonal changes") and experienced menopause ("menopause"). On (B)(6) 2016, the patient experienced rash ("rashes and itching on her head, arms, back and stomach"), procedural headache ("severe headaches post-operatively"), procedural nausea ("severe nausea post-operatively") and dermatitis contact ("contact dermatitis"). On an unknown date, the patient experienced uterine pain ("uterine pain even when not menstruating"), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain "), dysgeusia ("metallic taste in mouth"), myalgia ("generalized muscle aches and pain"), malaise ("general malaise"), mood swings ("mood swings/ felt irregular"), flatulence ("intestinal gas / severe gas"), abdominal discomfort ("burning in her abdominal "), anxiety ("anxiety"), skin irritation ("skin irritation"), pruritus ("rashes and itching on her head, arms, back and stomach"), erythema ("redness"), mass ("bumps"), dry skin ("dryness"), rash erythematous ("patches resembling burn marks"), alopecia ("worsening of hair loss / hair loss"), fatigue ("chronic fatigue"), uterine cyst ("development of uterine cysts"), vision blurred ("blurred vision"), hypoglycaemia ("hypoglycemia"), vulval disorder ("labial lesion"), genital haemorrhage (seriousness criterion medically significant), vomiting ("vomiting"), the second episode of abdominal distension ("bloating"), inflammation ("inflammation") and bacterial vaginosis ("bacterial infection discharge") and was found to have the first episode of uterine leiomyoma ("development of uterine fibroids") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine pain, abdominal pain, abdominal pain lower, dysgeusia, myalgia, malaise, mood swings, feeling abnormal, flatulence, nausea, abdominal discomfort, migraine, headache, vaginal infection, dyspareunia, anxiety, skin irritation, rash, pruritus, erythema, mass, dry skin, rash erythematous, alopecia, fatigue, weight increased, uterine cyst, vision blurred, hypoglycaemia, procedural headache, procedural nausea, vulval disorder, menopause, hot flush, inflammation, bacterial vaginosis, dermatitis contact, metrorrhagia and genital injury outcome was unknown, the vaginal haemorrhage had resolved, the hormone level abnormal, cystitis, urinary tract infection, the last episode of uterine leiomyoma, allergy to metals, dysmenorrhoea, vomiting and the last episode of abdominal distension had not resolved and the genital haemorrhage was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, bacterial vaginosis, cystitis, dermatitis contact, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, flatulence, genital haemorrhage, genital injury, headache, hormone level abnormal, hot flush, hypoglycaemia, inflammation, malaise, mass, menopause, metrorrhagia, migraine, mood swings, myalgia, nausea, procedural headache, procedural nausea, pruritus, rash, rash erythematous, skin irritation, urinary tract infection, uterine cyst, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulval disorder, weight increased, the first episode of abdominal distension, the first episode of uterine leiomyoma, the second episode of abdominal distension and the second episode of uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2016, the consumer was admitted to the emergency room (ER) at with symptoms of heavy vaginal bleeding, as well as severe burning and stabbing pain within her abdomen and pelvis. Apart from the post-operative complications, since her removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: full occlusion of fallopian tubes. (B)(6) 2016 - transvaginal ultrasound: one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal infection, abdominal pain, genital haemorrhage, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jan-2019: plaintiff fact sheet: events per pfs: menopause, hot flashes, inflammation, bacterial infection discharge, contact dermatitis, breakthrough bleeding, shredded fallopian tube. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium ") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Essure was inserted on (B)(6) 2010. Hsg (hysterosalpingogram) was performed on (B)(6) 2010 confirming full occlusion of fallopian tubes. After having the essure device implanted, the consumer began experiencing symptoms which included: severe abdominal cramping, even when not menstruating; severe pelvic pain / burning in her pelvic cavities, lower abdominal, and uterine pain, even when not menstruating; metallic taste in mouth; abdominal bloating even when not menstruating; generalized muscle aches and pain; general malaise; mood swings; brain fog; abdominal distention; intestinal gas; nausea; burning in her abdominal, migraines; severe headaches; chronic vaginal infections; vaginal discharge; painful intercourse; anxiety skin irritation, including, rashes and itching on her head, arms, back and stomach, redness, bumps, dryness, and patches resembling burn marks; worsening of hair loss; chronic fatigue; weigh fluctuations; development of uterine fibroids and cysts; blurred vision; and hypoglycemia. On (B)(6) 2016, the consumer was admitted to the emergency room (ER) with symptoms of heavy vaginal bleeding, as well as severe burning and stabbing pain within her abdomen and pelvis. As part of evaluation and assessment in the ER, a transvaginal ultrasound was performed, the results of which revealed that one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. A labial lesion that was discovered during surgery was also removed. She suffered severe headaches and nausea post-operatively, necessitating a return to hospital for more testing, including a CT scan which was negative. Apart from the post-operative complications, since her removal surgery, the events have mostly resolved, though some remain (unspecified). All events were considered related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium/ migration of essure device (location of device: right side essure embedded in wall of uterus") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 663253) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrium balloon ablation performed concomitanly with essure / had an ablation done at the same time as the essure". The patient's past medical history included ovarian cystectomy, inguinal hernia and hernia repair. Previously administered products included for an unreported indication: yaz, loratab and morphine. Past adverse reactions to the above products included hypersensitivity with loratab and morphine. Concurrent conditions included body mass index normal, nerve pain since 2008, right inguinal hernia since 2006, uterine bleeding, menorrhagia, polycystic ovarian syndrome, androgenic alopecia, nerve pain, inguinal hernia and hair loss. Concomitant products included amitriptyline since 2009, atenolol from 2016 to 2017, azelastine since 2016, ciclosporin (restasis) since 2009, dapsone, desloratadine, epinephrine (epipen) since 2009, esomeprazole magnesium (nexium), fentanyl from 2008 to 2011, gabapentin since 2009, ibuprofen since 2008, ketorolac tromethamine (toradol), lidocaine (lidoderm), minoxidil, mometasone furoate (nasonex), normensal (ortho-novum) from 9-nov-2008 to 12-nov-2009, omeprazole since 2016, oxycodone hydrochloride (roxicodone), oxycodone since 2016, paracetamol (tylenol), spironolactone from 2007 to 2011 and trazodone from 2008 to 2009. On 30-oct-2009, the patient had essure inserted. On 1-jan-2010, 2 months 3 days after insertion of essure, the patient experienced migraine ("migraines"), headache ("severe headaches"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuation / weight gain / loss") and allergy to metals ("nickel allergy"). On 4-sep-2015, the patient experienced nausea ("nausea"). On 18-nov-2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On 15-mar-2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal haemorrhage ("heavy vaginal bleeding"). On 1-apr-2016, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On 8-apr-2016, the patient experienced hormone level abnormal ("hormonal changes"). On 12-apr-2016, the patient experienced rash ("rashes and itching on her head, arms, back and stomach"), procedural headache ("severe headaches post-operatively") and procedural nausea ("severe nausea post-operatively"). On an unknown date, the patient experienced uterine pain ("uterine pain even when not menstruating"), abdominal pain ("severe abdominal cramping, even when not menstruating"), abdominal pain lower ("lower abdominal pain "), dysgeusia ("metallic taste in mouth"), the first episode of abdominal distension ("abdominal bloating, even when not menstruating / abdominal distention"), myalgia ("generalized muscle aches and pain"), malaise ("general malaise"), mood swings ("mood swings"), feeling abnormal ("brain fog"), flatulence ("intestinal gas / severe gas"), abdominal discomfort ("burning in her abdominal "), anxiety ("anxiety"), skin irritation ("skin irritation"), pruritus ("rashes and itching on her head, arms, back and stomach"), erythema ("redness"), mass ("bumps"), dry skin ("dryness"), rash erythematous ("patches resembling burn marks"), alopecia ("worsening of hair loss / hair loss"), fatigue ("chronic fatigue"), the first episode of uterine leiomyoma ("development of uterine fibroids"), uterine cyst ("development of uterine cysts"), vision blurred ("blurred vision"), hypoglycaemia ("hypoglycemia"), vulval disorder ("labial lesion"), genital haemorrhage (seriousness criterion medically significant), the second episode of uterine leiomyoma ("fibroids"), vomiting ("vomiting") and the second episode of abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 12-apr-2016. At the time of the report, the uterine perforation, uterine pain, abdominal pain, abdominal pain lower, dysgeusia, myalgia, malaise, mood swings, feeling abnormal, flatulence, nausea, abdominal discomfort, migraine, headache, vaginal infection, dyspareunia, anxiety, skin irritation, rash, pruritus, erythema, mass, dry skin, rash erythematous, alopecia, fatigue, weight fluctuation, uterine cyst, vision blurred, hypoglycaemia, procedural headache, procedural nausea and vulval disorder outcome was unknown, the vaginal haemorrhage had resolved and the hormone level abnormal, genital haemorrhage, cystitis, urinary tract infection, the last episode of uterine leiomyoma, allergy to metals, dysmenorrhoea, vomiting and the last episode of abdominal distension had not resolved. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, cystitis, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hormone level abnormal, hypoglycaemia, malaise, mass, migraine, mood swings, myalgia, nausea, procedural headache, procedural nausea, pruritus, rash, rash erythematous, skin irritation, urinary tract infection, uterine cyst, uterine pain, uterine perforation, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, vulval disorder, weight fluctuation, the first episode of abdominal distension, the first episode of uterine leiomyoma, the second episode of abdominal distension and the second episode of uterine leiomyoma to be related to essure. The reporter commented: on 15-mar-2016, the consumer was admitted to the emergency room (ER) at with symptoms of heavy vaginal bleeding, as well as severe burning and stabbing pain within her abdomen and pelvis. Apart from the post-operative complications, since her removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on 4-feb-2010: full occlusion of fallopian tubes 15-mar-2016 - transvaginal ultrasound: one of the essure micro-inserts had dislodged from her fallopian tube and had subsequently perforated and embedded itself within the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal infection, abdominal pain, genital haemorrhage, medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.